Event description:
Patient was revised to address a femoral stem which appeared to be impinging the anterior cortex, resulting in pain and instability. (B)(4) 2013 - patient's operative records were received. Records indicate the patient's femoral component was found to be loose.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made. Patient medical records and photocopies of patient x-rays were received. Review of the supplied inputs confirmed the proximal femoral stem is impinging the anterior cortex and suggests loosening of the femoral component. The investigation could not draw any conclusions regarding the root cause of the stem impingement or loosening based on the available information. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.